Event description:
The homecare provider (hcp) reported the following information: (1) a patient filled a portable unit from a c41 and the units froze together. (2) pt disengaged the units which resulted in the c41 quick connect leaking. (3) pt put hand on leaking quick connect to stop the leak. (4) pt went to ER and was prescribed a cream for 2nd degree cold burns to pt's hand.